Event description:
It was reported that patient underwent a procedure utilizing a suture lariat on (B) (6) 2010. During the procedure, three lariats were attempted for use but failed to deploy the nitinol to retrieve the suture prior to being placed in the cannula and used in the patient. There was not patient injury or significant delay to the procedure as a result.

Manufacturer narrative:
Lot number - all three devices attempted for use were from the same lot number; 863950